Manufacturer narrative:
According to available information, no return of product is intended. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that post implant, it was noted this left ventricular lead had dislodged. A revision procedure was performed, this lead was removed and replaced successfully. It was thought the lead dislodgement was due to torturous patient anatomy and not this lead's design. No adverse patient effects were reported.